Event description:
It was reported that during a robotic gastric bypass procedure, creating the pouch on the third or fourth firing the device was fully articulated and the outer row on the right side had several staples that were not formed. U shaped. The surgeon over sewed the affected area. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.